Event description:
Distal male adapter pulled loose from the connection. Customer noticed there was no locking device on adapter. Occurred in i.c.u. During blood infusion. "Pt lost 1/2 pint of blood when the female end of the blood warming coil separated from another co's filter". The filter has a locking feature. Medical intervention included administering another unit of blood. Pt recovered.